Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of ventricular noise reversion were observed on a remote transmission. The clinician will continue to monitor the right ventricular lead via routine follow up. The patient was stable.